Event description:
It was reported to philips that the arm movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a therapy procedure. A philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were unavailable. Analysis of the log file confirmed that there was no communication with the geometry pc. The fse tested the geometry pc and observed that the power on light flashed on and off. The fse replaced the geometry pc and reloaded the software, after which the system was returned to use in good working order. The codes are updated based on the investigation outcome.